Event description:
It was reported that during an unk procedure, the device deployed jammed clips. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Disengaged drive link. Eval summary: the mcm30 analysis results was confirmed that the instrument was received in good visual condition. The device was tested for functionality, and it fired 17 clips as intended and 2 partially formed clips, due to a disengaged drive link. We have documented the reported circumstances and analysis results. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no device anomalies were noted during the manufacturing process.